Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device failed to pre test with the hand buttons. Completed the case with the foot pedal. No patient consequence was reported.